Event description:
It was reported to boston scientific that an advantage mid-urethral sling was implanted on an unk date. Post procedure, on a follow up visit, the physician noticed that the pt had an exposure of the mesh sling material. It was described as "the tissue surrounding the sling had epithelialized around the sling but there was no tissue in-growth. The physician tried to place sutures lateral to the sling in an attempt to resuspend the sling. This was not successful. A second sling was placed and the pt was reported as fine following the procedure. Several attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The lot number of the device used in unk. The complainant indicated that the device was disposed of; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.